Event description:
Perfusionist was able to manually remove the outlet port from an oxygenator. No patient injury. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). Any. Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. An investigation is still on-going and a follow-up report will be provided when new information is available.